Event description:
On (B)(6) 2025 I used an equate heating pad from walmart in which leader light limited is the manufacturer and they're out of hong kong, china. I was laying on my right side had the heating pads laid on my leg on my left side after about 10 minutes I felt a pinch and then after about 30 seconds I felt a burn sensation so then I immediately cut the heating pad after about 30 minutes to an hour I tried to go to sleep but I could not because my leg was hurting really bad. So, I woke my husband up I asked him to cut the light on but of course he will still have sleep so he wasn't any help. I then proceeded to get up out the bed and go to the bathroom and see what was going on with my leg. That's when I noticed that I had burns on my leg. The next day I reached out to walmart and spoke with a manager by the name of (B)(4) and she had told me once I have seek medical attention to then bring the heating pad with me to walmart in (B)(6) to file an incident report. So, upon me going to the doctors I was told by (B)(6) that I had sustained second degree burns so I was prescribed pain medicine as well as burn cream to put on my leg. So over time my leg only continue to get worse then I return back to the doctors a second time and was told that I had an infection and the bigger hole in my leg that had was open which was about 2.5 cm in width and about two to two and a half centimeters and length. So, then I was told to cover the wound for 7 days upon continuing to put the cream on it and then I also was put on antibiotics for the infection. I was then contacted by a (B)(4) who's a senior analyst / litigation manager through cmi who represents walmart on their behalf. Miss (B)(4) made it clear to me that there have been also several other cases of people being burned by those heating pads but yet instead you all were never made aware of it then I was also told by a young lady by the name of (B)(4) who's the manager at the (B)(6) walmart and she had also told me that when she was addressing my issue with higher ups they also had told her that other people have been burned by those heating pads as well. So if they are much aware as to what has been going on why were you all never aware of this so that they could be recalled and then also I had spoke with an FDA person himself and he also had sent me documentation stating that if you all pulled up the heating pads from walmart the regulatory is completely wrong they have the heating pads being used for checking people's urine and checking people's bowels and that is not what those heating pads are for those heating pads are used for pain. I also did some investigating myself on the walmart's review website and many people have complained about those heating pads then also people complain that they were sparking fires one person complained that the heating pad caught fire and was not even plugged up into the wall someone else complained that the heating pad got so hot that they thought that it was going to burn them someone else complained that the heating pad had got so hot to where it melted down through a hole in their blanket. Then I went on the FDA's website and it shows that FDA has had several complaints about the heating pads sparking fires burning people catching on fire from back in 21 to 2022 but if FDA was already made aware of it why wasn't a recall ever made about those heating pads and when I had spoke to the young lady by the name of (B)(4) who's the manager at the local (B)(6) walmart she had also said that they recall items at walmart every single day she said so she don't understand why they still continue to sell them as well. And basically, I feel like this issue needs to be addressed because somebody is going to seriously get hurt behind this just for money and it doesn't make any sense because (B)(4) does not need money that bad to cause bodily harm to people. I'm still seeking doctor care. Smoke cigarettes.